Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error during bolus delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer also reported that the insulin pump had a motion sensor test failure and a failed battery test alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the stop current, run current test, rewind, basic occlusion, prime and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm failed battery test, a broken force sensor was detected during seating or regular delivery alarm or perform the unexpected restart error test, occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file.